Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump usb port was bent resulting in difficulties charging the pump. Customer's blood glucose level was 120 mg/dl. Reportedly, the customer continued to use the pump for insulin therapy. Additionally, it was reported that the customer experienced a low blood glucose (bg) level of "low" on the continuous glucose monitor; cause was unknown. Customer alleged the control iq software did not function as intended, however customer was unable to upload for a log review therefore the alleged root cause could not be confirmed. Customer consumed carbohydrates to address bg. Recommendation was made to consult with a healthcare provider regarding diabetes management.

Manufacturer narrative:
The failure investigation has been completed and the alleged usb port issue was verified. Based on the analysis, the alleged low blood glucose issue was verified in the pump logs; however, no failure was identified.